Event description:
In 2004, while wearing the sound processor, the pt reportedly experienced sound percept problems. Five days later, the pt was seen by a co rep. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's cii device was scheduled.